Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line turned black on multiple cartridges. Recommendation was made for the customer to run a fill tubing to verify if insulin is clear. The customer indicated that they would run a fill tubing at another time. There was no impact to the customer's blood glucose level.